Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. The following sections could not be completed with the limited information provided. Date of event - unknown. Product identification and expiration date - unknown. Date implanted - unknown. Date explanted - unknown. Manufacture date ¿ unknown.

Event description:
It was reported a patient underwent a versanail tibio-talar-calcaneal ankle fusion procedure on an unknown date. Subsequently, on an unknown date a screw needed to be removed from the versanail device for unknown reasons